Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. One clip was successfully implanted on the anterior and septal leaflets. To further reduce tr, an xtw clip was inserted. While positioning the clip, it became caught with the first clip on the septal leaflet. Troubleshooting was performed, but the clip was unable to be removed from the first clip. Although unable to be removed, the clip was able to grasp both leaflets and was deployed. The clip was noted to be stable on both leaflets. One additional clip was implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the entrapment of device (clip becoming caught with the first implanted clip) appears to be related to user technique/procedural conditions as during positioning the clip it became caught with the first clip on the septal leaflet. Image resolution poor was related to procedural conditions associated with imaging being challenging throughout the procedure. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.